Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) stating a piece of arm 1 (where the instrument attaches) was broken off. The customer was continuing with case set up. Later, an isi clinical sales representative (csr) wanted to ensure a ticket was created for an instrument arm issue. The csr stated the customer has complained about arm 4 and will be using 3 arms for the procedure. The csr was not onsite at the time of the call.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following information: the isi clinical sales representative (csr) stated she was calling for the same issue. She wanted to be sure an fse was going to schedule a site visit to check the system. She was not sure if the issue was with arm 1 or with arm 4, and wanted the issue resolved. The fse did fix the arm, and the customer has not mentioned any other issues. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, fa found damage and a dent on top plate, axes controller, carriage, instrument (acci) would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where carriage switches test was found to be failing. Once testing was completed, the acci assembly was applied behavior analysis tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the acci assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.